Event description:
This lv lead dislodged the day after implant. It was capped on (B)(6) 2013. During an ra lead replacement on (B)(6) 2014, this lead was completely explanted. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead. Coagulated blood was identified in the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. During inspection a deformation of the lead body was found which was caused most likely by over-fixation of the suture. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications throughout its inspection. In particular the values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. In summary, coagulated blood was identified in the lead. There was no sign of a material or manufacturing problem.